Event description:
It was reported that patient was treated with remedial therapy (coumadin 7.5mg po 1x1x4; lovenox 150mg sc 2x1x6) due to deep venous thrombosis , including edema. The event was marked as resolved and mild.

Manufacturer narrative:
Please review attached for investigation results. (B)(4).